Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including patient age at implant.

Event description:
It was reported that a 25mm 11500a valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to deterioration, moderate to severe stenosis and severe regurgitation. The patient presented with dyspnea and fatigue. The tpvr was performed with a 26mm 9600tfx transcatheter valve. Per medical records, the patient underwent redo-pvr with patch augmentation of main pulmonary artery and rvot with bovine pericardium. The patient was transferred to the pediatric ICU in stable condition. The patient is a 20 y.o. Male with history of congenital pulmonary stenosis s/p pulmonary replacement (2019); atrial tachycardia, bipolar, asperger syndrome, cocaine dependence (in remission), tobacco use.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.